Event description:
Hospitalized for severe medical problems resulting from silicone breast implants. Diagnosis by dr: scleroderma, chronic inflammatory demyelinating neuropathy, vasculitis, gastroenteritis, duodenitis, enteritis, sjogrens disease, connective tissue disease, decreased blood flow to brain.